Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the seal gasket on the vacuum pump was damaged allowing oil to leak from the sterilizer. The technician replaced the seal gasket, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that oil leaked from their v-pro max sterilizer onto the floor. No report of injury.